Event description:
E-mail message received from the sale rep. Informed that: "tms would not give accurate readings. It would also stop in the middle of two numbers".

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that as received, the functionality of the tms was reviewed. It was verified that the returned tms is fully functional. The difficulty reported by the sales rep. Could not be confirmed. Trends will be monitored for this or similar complaints. Based on the investigation this complaint is considered closed